Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified while the system was being prepped but before it was being used on the patient. The patient was transferred to another room and no harm occurred to the patient. A philips field engineer (fse) inspected the system onsite and confirmed the issue. Analysis of the system logs identified an error message indicating high enmv at system start up. The fse replaced the geo module. After the geo module was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was having problem with geometry movement unavailable. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.